Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h821385705, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported they had been increasing the patients¿ dose over some time and it didn¿t seem to be helping so an x-ray was done and they discovered the catheter had become dislodged. The reporter did not know when this occurred or any return of symptoms occurred, but didn¿t think the patient went through withdrawal. The catheter was replaced with an ascenda and the patient was going to be restarted on dilaudid 25mcg/ml. It was further reported the spinal end of the catheter was dislodged and totally out of the spine. No catheter segments were left behind. The catheter would not be returned as it was destroyed. The patient was doing great, no further problems that the reporter knew of.